Event description:
Sternum switch on defibrillator paddle is not functioning. Defibrillator will not discharge. There are no signs of physical damage on unit or paddles. This is the second incident involving this problem with the paddles. The first incident occurred on 2/4/95.